Event description:
It was reported that the patient using the ilet experienced hyperglycemia and requested assistance with a supply change; a follow-up call to the patient was not answered. Symptoms included elevated blood glucose. Outcomes included no reported injury or hospitalization. Investigation included a review of the reported event and attempted contact with the patient. Investigation of this case revealed insufficient information to determine a device malfunction or user error. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.